Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: date of event - ni. Brand name ¿ ni. Device info - ni. Date explanted - ni. Initial reporter - the article was written by omar k. Alnachoukati, keith berend, mike kolczun, roger emerson, adolf lombardi, david mauerhan, and john barrington. Manufacture date ¿ ni. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Product location unknown.

Event description:
Information was received based on review of a journal article titled, "multi-center study of 825 phase iii oxford medial compartmental arthroplasty knees: an average ten-year survival analysis in the united states." Which aimed to examine the first long-term survivorship with a large patient sample size study in the united states looking at various aspects of the phase iii oxford design while also addresing recent advancements that can help aid the (B)(4) process and improve partial knee survivorship. A patient was identified that underwent a right partial knee arthroplasty. Patient follow-up results provided at ten years post-implantation indicates the patient underwent a revision procedure due to femoral loosening.